Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s daughter contacted support after the patient received an occlusion alert following a meal announcement. The patient had changed supplies the prior day. Possible causes of an occlusion alert were reviewed, and no visible issues such as leaking or bent tubing were initially identified with the inset infusion set. A supply change was recommended, along with monitoring for any additional occlusion alerts, and a follow-up was planned. Blood glucose levels were reported to be affected during the event, with a highest reading of approximately 345 mg/dl and remaining above 180 mg/dl for about one hour. No back-up therapy, ketone testing, steroid injections, professional medical intervention, outside assistance, or symptoms were reported. Subsequently, the patient and daughter reported another occlusion alert during a meal announcement. The patient was instructed to disconnect from the infusion site and perform a fill tubing process, during which insulin drops were observed. Upon removal of the infusion site, the cannula was confirmed to be bent. The patient was guided through replacing the site and completing the fill cannula process, after which insulin delivery was resumed. The patient was advised to monitor blood glucose trends and call back if levels did not begin decreasing. The patient later reported that blood glucose levels continued to rise, which was attributed to incomplete insulin delivery from the earlier occlusion and a subsequent meal consumed without a meal announcement. The patient was advised to continue monitoring for an additional period and to call back if blood glucose levels remained above 300 mg/dl. Later the same day, the patient¿s daughter reported another occlusion alert. The patient was using a 23-inch, 6 mm inset infusion set. During inspection of the tubing, an obstruction was identified that could not be cleared with a fill tubing process. It was explained that changing all supplies at the same time is recommended; however, due to multiple infusion set changes that day, the patient preferred to reuse the current cartridge. The patient was guided through replacing the infusion set and connector while reinstalling the same cartridge. Insulin therapy was confirmed to have resumed. At that time, the patient¿s blood glucose level was reported to be approximately 362 mg/dl, and continued monitoring was advised with a planned follow-up. During the follow-up, no additional occlusion alerts were reported, and blood glucose levels were noted to be trending down at approximately 240 mg/dl. No further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.